Event description:
It was reported to boston scientific corporation that a microknife xl was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the needle unable to extend out of the extrusion. There was no visible damage noted on the device. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(Initial reporter phone): (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the needle unable to extend out of the extrusion. There was no visible damage noted on the device. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter phone): (B)(6). Block h6: impact code f1001 is being used to capture the reportable problem of aborted/cancelled procedure. Device code a0401 captures the reportable event of cutting wire broken. Block h10: the microknife xl was analyzed, and a visual evaluation noted that it had a small portion of the needle out of the extrusion. The working length was also kinked at the distal end. The device was observed under magnification, and the needle was blackened and kinked, and the wire was broken. Additionally, the extrusion had residues from the procedure. Functional inspection was performed by actuating handle, and the needle did not extend due to the device condition (broken wire). An x-ray evaluation was performed, and the images confirmed that the wire was broken at the distal section. No other problems with the device were noted. The reported event of needle unable to extend was confirmed. Upon analysis, it was found that the wire was broken and when the handle was actuated, the needle did not extend due to this condition. It was also found that the working length was kinked at the distal tip. This condition could have been generated due to operational factors, such as manipulating the device through difficult anatomy, or the technique used for the device manipulation. It was determined that the working length had contrast residues. Therefore, it is most likely that the observation made during product analysis in the laboratory was caused due to normal handling/manipulation of the device by the user. Based on the condition of the device (working length had wastes from procedure) and the kinked section at the distal tip could have caused some friction and led to a break in the wire. Once the wire is broken if the customer needs to remove the device from the scope, it could hit the wire with the scope leading to kinking the wire. The reported impact code of "absence of treatment" will be classified as "cause not established" since there is not enough information to clarify the reason of this condition. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.